Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms noted during testing. No unexpected alarms noted during testing. The pump passed the error test and self test. No time/date reset anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error and unexpected restart alarm. Troubleshooting for unexpected restart was performed. Customer advised each time they replace the battery they receive this alarm. Customer advised they reset the date and time after changing the battery. Customer's alarm history showed low reservoir, unexpected restart and external ram crc error alarm. Troubleshooting for external ram crc error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.